Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing symptoms consistent with hypoglycemia, including low blood pressure, low blood sugar, and shakiness. These symptoms occurred four days after placing a dexcom wearable sensor on the arm, which had reportedly failed to function properly. Due to the wearable's failure, the patient indicated plans to seek hospital care. During a follow-up call, the patient was unavailable and requested to be contacted at a later time. A subsequent attempt to reach the patient was also dismissed, as the individual expressed discomfort with sharing personal health information over the phone. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.